Event description:
It was reported that this left ventricular lead exhibited oversensing and pacing inhibition. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.